Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-369 mg/dl) and the cause was not known. Insulin injections were administered to address the bg level. A pump system was performed and no device issues were observed. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider.